Event description:
It was reported that the customer "accidentally pressed pump button and delivered a quick bolus or multiple quick boluses". Following routine load process. The customer's blood glucose (bg) level subsequently decreased to 40s mg/dl. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and was discharged the same day. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.